Event description:
The unit would not power up when it was switched on. Upon manipulating the cable connection at the back of the unit, it began to smoke. The unit was unplugged immediately.

Manufacturer narrative:
One i3 unit (cm1100) unit with serial number (B)(6) was returned with all accessories returned. Visual analysis of the unit revealed mechanically induced damage to a power connector on the i3 pcb, causing the unit to be unable to power up. However, the reported smoke emission was never reproduced during the analysis. No issue was found with the device. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.